Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump screen went blank while it was running a sedation in the cicu (cardiac intensive care unit). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: g3: date received by MFR should be 2/25/2025 and not 02/28/2025 which was initially reported. Additional information was added to d9, h3, h6, and h11. H11: the device was evaluated on site. During evaluation, a downstream (distal) occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy test were performed, and no issues were observed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.